Event description:
It was observed that during the device evaluation, the disposable electrosurgical snare's sheath exhibited a severe bend. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a bending force might have been applied to the sheath when the device was removed from the sterile pack or during pre-inspection. This might have caused the kink of the sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.